Manufacturer narrative:
Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to constant critical pump error alarm (open book image). Successfully utilized crest and thump to download history files and traces. Critical pump error (open book image) alarm and pump error 40 alarm confirmed in the formatted history file on 04/28/2025 10:01:00.000, 04/28/2025 10:11:00.000 motorsafetycircuiterror (40). Pump error 40 is the fatal error. This was the reason for the open-book. The cause for the pe40 was the sw. No frozen screen noted. Unable to confirm/verify time/clock anomaly and keypad/button anomaly due to open book alarm. Pump was cut open to perform visual inspection and no moisture damage found inside the pump. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received no cosmetic damage found. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 40. Frozen screen not confirmed. Unable to confirm/verify time/clock anomaly and keypad/button anomaly due to open book alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump received a critical pump error 40 (motor safety circuit failed test) and had frozen display. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed. Customer was not able to clear the alarm. Pump buttons were unresponsive. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884 was requested and customer response was the device will be returned.